Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and replaced a tip clamp in the problem area of the pipetter assembly. The fse cleaned all tip clamps, plunger clamps and sleeves. The instrument was inspected, tested without further problem and returned to service.